Event description:
It was reported that approximately 12 years post-implant a hydroview intraocular lens was explanted due to opacification. The lot and serial number were not provided; therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional info was requested but has not been received to date.

Manufacturer narrative:
The lens is not available to be returned to bausch and lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Hydroview iol was discontinued and is no longer manufactured by b and l. Since the lens was not returned for evaluation it cannot be determined whether the opacification observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the current info, the exact root cause of the iol opacification cannot be determined for the reported event.